Event description:
It was reported that patient was implanted in (B)(6) of 2023 with the expectation of having the device for 9 years before being replaced, however, her external equipment was not holding up to standards nor was her battery. Ultimately, she was replaced on (B)(6) 2026. 6 paddles along with 3 remotes were tried and sent back because they were not working correctly. Customer service also sent several charging cords which did not work, along with field contact troubleshooting on site and unable to resolve charging issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.